Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the implant procedure, while the device was being programmed, the device began pacing at the shortest atrioventricular (av) delay. The implantation procedure was completed and no further intervention was performed. No intervention has been performed.